Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. Philips field service engineer (fse) cannot duplicate problem. Fse ran unit at 500ml volume for several hours; unit cycles normally, no alarms activated, end tidal volume on patient data screen is stable reading between 507-519ml. No problem found, all volume readings are within spec, performed annual preventative maintenance (pm), extended self test (est) and performance verification passed.

Event description:
The customer reported tidal volume reading high at 500ml. No patient/user harm reported. The event date was not specified; estimate used.